Manufacturer narrative:
Evaluation summary: the complaint has been confirmed. Based on analysis results, this complaint is now determined to be a MDR malfunction. The generator's main pcb (printed circuit board) was replaced to correct the issue. After servicing the unit passed all electrical safety and qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that prior to an unknown procedure, the device showed error 1. There was no patient consequence reported. No additional information is available.